Manufacturer narrative:
Pending evaluation.

Event description:
As reported by legal, approximately 4.5 years post op the initial left tka, this 69 male patient was revised due substantial pain and stiffness. A 2018 MRI showed that the patient was suffering from debris synovitis due to fraying of the original implant¿s plastic components, namely the tibial insert. On (B)(6) 2018, doctors performed a revision surgery of his left knee and replaced the exactech optetrak logic polyethylene plastic tibial insert with another optetrak logic polyethylene plastic tibial insert. Not only had the original implant failed very prematurely, but upon explantation, it was confirmed that the implant¿s polyethylene components had severely degraded, releasing pieces of polyethylene plastic into his knee cavity and surrounding tissues, and thus triggering inflammation and other phenomenon associated with an immune response in and around the patient knee. Furthermore, mris performed in (B)(6) 2022, have now shown that the second polyethylene implant has also failed, further degrading and damaging the patient's knee cavity and surrounding tissues and causing a significant degradation in the patients health and quality of life.

Manufacturer narrative:
Information has been added to sections d8, e3, and e4. Product information has been identified, as such, the following sections have been updated: d1, d4, g4, h4, h7, and h9 h6: results of investigation - the revision reported may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, instability, or any combination of these possibilities, which led to wear of the polyethylene insert. However, this cannot be confirmed as the devices were not returned for evaluation and images of the explanted devices and pre-revision radiographs were not provided.

Event description:
Revision operative report- preoperative diagnosis: periprosthetic osteolysis of internal prosthetic left knee joint. Revision to competitor's devices. There was significant effusion and synovitis. No purulence. There was delamination of the polyethylene and evidence of femoral prosthesis loosening. The patella was removed due to being worn. There was a metaphyseal void that required a cone. Devices were trialed and then proper devices were implanted. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. There is no additional information.

Manufacturer narrative:
D10. Concomitants: optetrak logic ps femoral component (02-010-01-0250, 2774881) optetrak logic tibial tray trapezoid (02-012-41-5040, 2795886) optetrak 3 peg patella (200-02-35, 2858707) these devices are used for treatment not diagnosis. There is no additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, femoral loosening, and limited range of motion or due to inclusion of the polyethylene in the packaging recall. Failure of the cement used to secure the femoral component to the femoral bone, may have lead to loosening at the cement-implant interface; however, this cannot be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.